Event description:
An endometrial biopsy was performed on this pt with rocket medical 4 mm endometrial aspirator. The tip of the catheter of the aspirator was apparently bent during the biopsy. Upon trying to remove the catheter from uterus, it apparently hung up at the internal os. A tug to effect its removal resulted in detachment of the catheter tip apparently leaving it behind in the uterus. A colleague of mine experienced almost an identical problem with the same type and calibre of rocket medical catheter a number of years ago--that is, detachment of the 4 mm catheter tip while attempting an endometrial biopsy. I believe this catheter has a serious design flaw. Near its end it has 2 open ports for aspiration of tissue. Just below the port farther away from the catheter tip, the connection between the rest of the shaft of the catheter and the tip of the catheter is precariously tenuous. This permits kinking of the catheter at this point during normal biopsy-taking motions leading to misadventures like I and my colleague have experienced. My pt sustained a retroperitional hematoma after the attempted endometrial biopsy and was hospitalized for 3 days. I believe this device should be removed from the market because of this design flaw.